Event description:
Procedure type: unk. According to the reporter: the distention balloon burst and the structural balloon did not deploy. Distention balloon pieces were removed from the patient. Another structural balloon was used to complete the case. The patient is fine.

Manufacturer narrative:
(B)(4)